Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during use of an unspecified rayner iol. The event description provided states "the surgeon inserted a monofcal lens missing one of its haptics". For further information please refer to rayner's MDR 9611165-2015-00007.